Event description:
It was reported that a one link connector would not clear blood. The user replaced the cap with a new one in order to continue therapy. The one link connector was being used with a non-baxter peripherally inserted central catheter (PICC) line. It is unknown if there was patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.